Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine and dilaudid via an implantable infusion pump. It was reported that the patient never received good therapy and began to experience increased pain. The caller stated that the pump was currently shut down and he was given oral medication. It was noted that there was plastic (catheter) moving over the pump that could be felt through the skin and the doctor believed it was causing the issue. The caller was provided a physician listing so that a healthcare provider could investigate the issue.